Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the operation, it was reported that the suture broke. Another suture was used to complete the procedure. No further information was available.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual complaint sample can't be returned and same batch sample from hospital or sales representative also can't be returned. Manufacturing and batch records of sa845g/ll3bk have been reviewed and no issue found. Manufacturer retained sample has been evaluated by appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.

Manufacturer narrative:
Product complaint # pc-(B)(4), the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.